Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a holmium laser lithotripsy via ureteroscopy procedure in the renal pelvis, performed on (B)(6) 2021. During unpacking, it was found that the stent was broken and could not be used. Another percuflex ureteral stent was opened and successfully completed the procedure. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This event was reported by the distributor. The physician is: (B)(6).

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the stent was found with the shaft and the bladder pig tail detached separate. The suture string was loaded in the detached section and cut and the positioner returned for the analysis in a good condition. No other issues with the device were noted. The reported event was confirmed. According to product conclusion, the stent returns with the suture string and the positioner outside the original pouch, it is evidence of the stent was manipulated. The problems found was an issue that could have been generated by the user or due to the interacting of the device with the suture string during use and manipulation or excess of force applied during it use. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction to block e1: initial reporter country this event was reported by the distributor. The physician is: dr. (B)(6).

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a holmium laser lithotripsy via ureteroscopy procedure in the renal pelvis, performed on (B)(6) 2021. During unpacking, it was found that the stent was broken and could not be used. Another percuflex ureteral stent was opened and successfully completed the procedure. A photo of the complaint device was provided and showed that the stent shaft was broken.